Event description:
It was reported that following a surgery for an extension replacement, the patient had high impedance and felt "heat" in the hand at .5 volts. During the revision, it was noted that the distal end of brain lead looked damaged. The device was turned off and a lead revision was discussed. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.